Event description:
It was reported that when the device was used during a sigmoid procedure, the staples would not release. It was not reported how the case was completed. There was no reported pt consequence.